Event description:
The dr claims that the graft was implanted on 11/20/92 as an abdominal aorta replacement. Pt developed symptoms gradually from the 17th day post-op starting with stomach pains, then bodily weakness. Diaphanoscopy and computerized tomography scans of the digestive tract found nothing significant. The condition worsened and on the 38th day post-op, the stomach was opened up with negative findings. The pt then developed renal insufficiency and expired on the 39th day post-op. (12/29/92). Note: the dr does not believe the complication was caused by the graft, but is not sure, and the exact cause of the death is unknown. The dr believed that the stomach being opened my have caused an micro-abscess in adhesiotomy.